Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported that the stimulation is not as good as it will be. A manufacturer representative (rep) made adjustments for them and they have stayed with that program since. They reported they were helped so much and do not turn off the stimulation anymore. They are able to control the stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient had the worst time with their stimulator. When the patient was visiting their mother, who was very ill, they forgot their charger so they had to go back to their home and the ride in the car was aggravating the hell out of them. The patient would turn the stimulator on and try to walk and after 30-45 minutes they could not walk anymore so they would turn it off. Patient said they could feel the stimulation all the time on their right leg even though it was off. Pt said the ins did not work for them. Patient wanted to meet with a pain management specialist because they were told that their doctor would not work for the product. Patient changed doctors this past year and dropped every other doctor they had. Patient requested a physical copy of healthcare provider listings be mailed to them. Agent emailed patient physician listings as well. Additional information was received from patient who reported even when the stimulation is turned off they continue to feel the stimulation constantly. They reported there are days when they find no relief even when they are sitting, standing or lying down. They reported they will take tylenol till they relax and are able to fall asleep.